Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a variceal banding procedure performed on an unknown date. According to the complainant, during the procedure, the first band failed to deploy. The physician then deployed the second band; however the first band deployed from the ligator together with the second band. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4) for the event of bands failed to deploy. (B)(4) for the event of bands prematurely deployed. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.